Event description:
A patient service representative (psr) contacted zoll customer support to report a damaged wire on a charger/ modem. The charger/modem was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (damaged wire) has been confirmed. Upon evaluation, the power brick was defective. The cause of the defective power brick is a damaged connector. The connector pins were recessed into the connector. The root cause of the recessed pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged power brick connector. The charger/modem was replaced.